Event description:
During insertion of the iab, the balloon became unwrapped during advancement through the sheath, creating a tight condition. Then, blood was noted in the balloon. The iab was removed and replaced without any complication.